Event description:
It was reported that the patient presented to the hospital for a pacemaker changeout. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing and low pacing impedance. The lead was capped and replaced on (B)(6) 2024. There were no patient consequences.